Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
The customer reported the system will not power on. The service technician checked the machine and found the keyboard test was failing in extended self test (est). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. After resetting all connections of main board, est test passed and the machine is working fine.